Event description:
It was reported that patient had high blood glucose of 30 plus mmol/l and patient had ketones. Customer used multiple daily insulin to treat high blood glucose. Customer reported that the insulin pump was not giving any alarm. Customer tested the insulin pump and insulin exited the tubing. The customer was advised regarding site location and to change site. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.